Event description:
This is reported for single leaflet device attachment. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The patient anatomy included a prolapse at the posterior 2 (p2) and a medial flail, and it was reported to be a difficult, complex case. Imaging was noted to be difficult due to shadowing from the first clip. One clip was implanted without issue. The second clip was then advanced into the patient anatomy and implanted. After deployment, the clip detached from the anterior leaflet. No tissue damage was noted and there was minimal contact between the implanted clips. No additional intervention was performed, and the patient will be monitored. The mr was reduced from grade 4+ to grade 2-3. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, the query identified no other incidents reported for incomplete coaptation from this lot. Based on available information, the reported poor imaging resolution was due procedural circumstances. Furthermore, the cause for the reported incomplete coaptation cannot be determined. There is no indication of product issue with respect to manufacture, design, or labeling.